Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the pump powered up to a verify screen with distorted pixel and no text appearing. Evaluation was unable to test the buttons¿ functionality due to the defective display screen. Pump casing was opened and the defective screen was replaced with a test screen. The test screen functioned properly. A defective display connector wire was observed. Unrelated to the display issue, multiple cracks were observed in the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. Lines have appeared on the display screen and the display is not legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.